Manufacturer narrative:
D10: (B)(6), 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 02-022-35-6013 - truliant tib imp ps insert sz 6 13mm. (B)(6), 02-022-35-6013 - truliant tib imp ps insert sz 6 13mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2021-00063. The revision reported in this event may have been due to prosthesis wear, and/or the result of an insufficient bond between the femoral component and the bone, which resulted in aseptic femoral loosening. An additional reason for the reported revision may have been inclusion of the polyethylene in the packaging recall z-0023-2022. Prosthesis wear was confirmed on the tibial insert; however, the reported femoral loosening and patellar prosthesis wear could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately 27 months after a bilateral knee revision procedure; a patient underwent a second left total knee revision procedure. The patient experienced prosthesis wear, joint effusion and cysts. A revision operative report was provided. Post operative diagnosis noted aseptic femoral loosening and femoral osteolysis. The patient was revised to a competitor's construct. No medical or surgical interventions were reported. The patient was last known to be in stable condition following the event. No additional information is available.